Manufacturer narrative:
Exemption number e2019001. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement and noted bent and stretched struts; however, this cannot be confirmed. There is no indication of a product quality issue; therefore, no product related corrective action is required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that during preparation of the xience stent delivery catheter (sds) when the protective sheath was removed, the stent came off. There was no other issue. There was no resistance during removal of the protective sheath. The device was discarded. A new sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.